Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during deployment of the 29 mm sapien 3 valve, the commander delivery system balloon ruptured at 90% inflation. No additional volume was added to the balloon prior to inflation. There was mild calcification in the native annulus/leaflets. No balloon aortic valvuloplasty (bav) was performed prior to valve deployment. The delivery system was stuck in the sheath and very difficult to remove. However, surgical removal was not required. The patient was discharged home.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Imagery was provided by the complaint site and the patient access vessel characteristics showed annulus calcification was present/ the commander delivery system was returned to edwards lifesciences for evaluation, separate from 16f esheath, locked at default markers. The returned device was visually inspected, and a radial balloon burst and j hook balloon burst was confirmed. Due to the condition of the returned device and nature of the issue (balloon burst), no relevant functional testing was performed. Balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall would contribute to the observed burst. The thickness was found to be within specification at all measured locations. Device history record (DHR) review was performed for the components related to the manufacturing of the devices and components that could potentially contribute to the complaints. None of the other work orders above revealed any issues that may have contributed to the reported event. A review of complaint history from april 2019 to march 2020 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the related balloon burst and withdrawal difficulty codes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaints were confirmed and no manufacturing nonconformances were identified. Available information indicates that patient/procedural factor may have contributed to the event. A review of the complaint history revealed that the complaint occurrence rate did not exceed the march 2020 control limit for the related trend category. As the complaint for unable to remove balloon cover was unable to be confirmed and the control limits for the related trend category did not exceed the march 2020 control limit a complaint history review is not required. During the manufacturing process, the multiple 100% inspections and tests are performed throughout the process. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Instructions for use (IFU), system preparation manuals were reviewed for instructions or guidance for proper use of the commander delivery system. The system preparation manual notes that if delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position and check for pv leaks under echo o if post-dilation needed, use a new delivery system. No IFU/ training deficiencies were identified the balloon burst and withdrawal difficulty complaints were confirmed from visual inspection of the returned device. No manufacturing non-conformance was not identified during the evaluation. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As per the case description, "there was mild calcification in the native annulus/leaflets.¿ the calcification can interact with the balloon during inflation compromising the balloon integrity making it more susceptible to bursts. The burst balloon would have an altered profile, which may have led to the withdrawal difficulty. The altered balloon profile would have likely become caught on the tip of the sheath. The sheath liner partial delamination is indicative of the balloon getting caught on the sheath distal tip during retrieval of burst balloon. As per the training manual, ¿do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of sheath).¿ the complaint for ¿balloon cover ¿ difficult to remove¿ was unable to be confirmed. Due to the unavailability to the cover, it cannot be determined if a manufacturing nonconformance contributed to the reported event. While a definitive root cause was unable to be determined, review of complaint history revealed that a scar has been implemented to address issues related to balloon cover removal difficulty. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Regarding the balloon cover ¿ difficult to remove, a potential supplier issue may have contributed to the complaint event. However, since the event is not associated with an issue of moderate/major/critical severity, and the control limit was not reached for the month of march 2020, a product risk assessment (pra) is not required.   Regarding the balloon burst and delivery system ¿ withdrawal difficulty ¿ through sheath, since no product nonconformance was confirmed and the occurrence rate did not exceed the respective complaint control limits, a pra escalation is not required the balloon burst complaint was confirmed. No manufacturing nonconformities were found in the returned sample. Available information suggests the patient factors (calcification) may have contributed to the complaint event. The complaint occurrence rate did not exceed the march 2020 control limit for the applicable trend category. Since no edwards defect of IFU/training inadequacies were identified in the evaluation, no corrective or preventative action nor pra is required at this time. The complaint for withdrawal difficulty was confirmed. No manufacturing nonconformities were found in the returned sample. Available information suggests the procedural factors (retrieval of burst balloon) may have contributed to the complaint event. The complaint occurrence rate did not exceed the march 2020 control limit for the applicable trend category. Since no edwards defect of IFU/training inadequacies were identified in the evaluation, no corrective or preventative action nor pra is required at this time. The complaint for difficulty removing the balloon cover was unable to be confirmed as the balloon cover was not returned. It cannot be determined if a manufacturing nonconformance contributed to the reported events. No IFU/training manual deficiencies were identified and a review of complaint history revealed that the complaint rates for the trend categories did not exceed their respective control limits. Therefore, neither pra escalation nor corrective actions are required at this time. However, a scar has been previously initiated to further implement issues related to balloon cover removal difficulty.